Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after a good implantation of a 26 mm sapien 3 valve by tf approach in aortic position, it was not possible to withdraw the commander balloon back into the esheath. The balloon was not coaxial and was out of the e-sheath liner. The delivery system and balloon were removed together as a unit but the balloon broke and got stuck at the femoral artery (no pieces embolized). Vascular surgery was performed in order to remove the balloon that was causing left leg ischemia.

Manufacturer narrative:
Please see related report 2015691-2017-03208. The sheath was returned to edwards lifesciences for evaluation after being used in the procedure, along with the dilator. The liner was not torn, but there was circumferential delamination, ~1.5" in length. There were signs of stress and compression on the sheath shaft near the delaminated portion. The c-marker band was attached to liner, and a portion of sheath shaft was unexpanded (0.5" in length) with liner stretching. There was minor distal tip damage. The esheath is a single use device. Due to the returned condition of the device (seam expanded, liner delaminated at tip), no relevant functional testing was able to be performed. Due to the condition of the returned device (seam expanded, liner delaminated at tip), no relevant dimensional testing was able to be performed on the sheath. Review of lot history for wo (B)(4) revealed no other similar complaints related to ¿sheath distal tip ¿ liner delamination¿. Complaint data for the previous 12 months was reviewed (november 2016 through october 2017) for the edwards esheath (all models, sizes). Fourteen (14) other devices have been returned and evaluated for this issue. A review of complaint data for october 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). Work orders were reviewed as they were related to the manufacturing of the devices and components that could potentially contribute to the complaint. The review did not reveal any manufacturing related issues that would have contributed to this complaint. Based on the review of the IFU/training manual, no deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification for wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner); circumferential oriented surface defects, protruding/missing material, dents, cuts; cross linking of hdpe (blue) across liner (clear); holes or tears on the strain relief; delamination; witness lines with exposed ptfe liner; remnant lines (white lines); seam separation; stress line(s) in the liner; notches on the bottom side of the liner when holding the housing in the left hand; flash and excess material; and serrated transition, holes, or rough surface of tears in the tip. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. The inspections include verifying shaft od, distal tip ID, working length, coating, and strain relief length; delamination; seam separation; wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner); circumferential oriented surface defects, protruding/missing material, dents, cuts; witness lines with exposed ptfe liner; stress line(s) in the liner; cross linking of hdpe (blue) across liner (clear); notches on the bottom side of the liner when holding the housing in the left hand; remnant lines (white lines); holes or tears on the strain relief; serrated transition, holes, or rough surface on the tip interface; and visually inspect the tip for flash and excess material, as well as for the presence of proper scoring on the od and ID. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, work orders are verified. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order was only released after all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed through visual inspection. However, no manufacturing non-conformances were identified in the returned devices. Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Although patient access vessel information was not provided, access vessel tortuosity could have caused non-coaxiality between the balloon and the sheath, causing the balloon to catch onto the sheath tip. It is additionally possible that the balloon was not fully deflated prior to retrieval into the sheath. If the balloon was not fully deflated, combined with the non-coaxiality, the enlarged profile could then have caught onto the sheath tip. When withdrawal difficulty was encountered, the subsequent device manipulation and applied force could then have resulted in liner delamination. As such, available information supports that patient and/or procedural factors contributed to the reported event. Since no manufacturing non-conformances, labeling, or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the reported event. No labeling or IFU inadequacies have been identified. As such, no corrective or preventative action is required at this time.

Event description:
As reported by our affiliates in (B)(6), after a good implantation of a 26 mm sapien 3 valve by tf approach in aortic position, it was not possible to withdraw the commander balloon back into the esheath. The balloon was not coaxial and was out of the e-sheath liner. The delivery system and balloon were removed together as a unit but the balloon broke and got stuck at the femoral artery (no pieces embolized). Vascular surgery was performed in order to remove the balloon that was causing left leg ischemia. During pre-deco, delamination of the liner was found.